Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. An ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient underwent a scheduled tube replacement procedure. During the replacement, an ulcer was found next to the internal bumper. The peg tube was removed and the patient was treated with oral omeprazole twice daily for eight weeks. Peg tube is scheduled to be replaced when ulcer is healed.